Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient takes coumadin and the lifevest rubbed against the skin causing the patient's skin to bleed. There was no alleged device malfunction contributing to the irritation. It was reported that the patient had ongoing skin irritations due to being on blood thinning medication. Outcome of the skin irritation is unknown.